Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the text in the display was faded and dim. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed a dim, faded, discolored display screen. The display was replaced with a test display and the contrast returned to normal. Unrelated to the complaint, investigation revealed that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responding appropriately. There was evidence of contamination found under all key contacts.